Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a year ago the patient had an infection in the buttock near one of the inss. The caller stated that the infection was very bad and "almost killing," like something was rusting in the patient's body, eating away at the skin and getting deeper, hitting some of the wiring and one of the inss. As a result, the caller stated that both of the patient's inss were explanted because the patient wasn't getting much benefit from them anyway. The caller stated that the patient's hcp did not know what caused the infection. The caller asked how to properly dispose of the handset and communicator. Agent reviewed requested information and documented reported event. Agent sent an email to patient registration services to update the device record.